Event description:
Hcp reported "explanted due to allergic response to titanium". The device was explanted but not returned to the MFR for analysis. A f/u report will be sent when add'l info is rec'd.